Event description:
The implant holder for syncage xxs broke. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Based on this result, a manufacturing error is not found. The examination revealed that the holding pin sheared and the thread spindle is bent, it is assumed that the damage was caused by high mechanical load. No product error could be determined. A review of the device history record did not show conditions that could have contributed to the reported event.